Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise over-sensing. No intervention was performed. The condition of the patient was unknown.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.